Event description:
Customer stated that their blood glucose level (bg) had been elevated for several hours. Customer's bg ranged 299 - 480 mg/dl despite giving correction bolus insulin doses. Customer had not received any pod alarms while using. She deactivated this pod and successfully activated a new pod. No further info is available.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.